Event description:
It was reported that the patients left ventricular (lv) lead had become dislodged. The physician chose to remove the existing lead and utilize a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).